Event description:
The following information was obtained from the patient's nurse: the patient had pain, patient not doing well (coded to general physical health deterioration), constipation, and peritonitis. On (B)(6) 2010 the patient was hospitalized for the peritonitis. It is unknown what type of treatment was provided for the events. The cause of the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. A causality statement was not provided for the pain, not doing well, and constipation and it is unknown if that has resolved. Per the nurse, the peritonitis was unrelated to dianeal therapy. Additional information is not expected.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device yielded the following observations: the handle was in the backdown position. There were clamp marks found on the coiled suture lumen and marker tube. The needles, green sutures and green coiled suture lumen were not returned with the device. The needle slots and suture ports appeared normal. The device was disassembled and the white suture tube was found collapsed at the hub area. There were multiple needle strike marks on the barrel face. The clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings, the root cause for the reported event was caused by incorrect technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted pre-closure of the common femoral artery prior to an abdominal artery aneurysm (aaa) procedure. At the beginning of the procedure, the physician put in an 8 fr sheath, then the prostar device was put in to 'pre-close' the access site. Reportedly, during needle deployment, two of the four needles did not deploy; the two undeployed needles were not visible at the hub. A cut down was performed to release the device from the pt anatomy. Hemostasis was achieved with interventional surgical closure. The pt was reported to be doing fine with no additional complications. Although requested, no additional information was provided.